Manufacturer narrative:
Analysis identified a tool file mismatch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while in a cranial resection procedure. It was reported that the microscope stopped navigating with the navigation system. Surgeon deleted the microscope tool card and re-added it to the case which resolved the issue. The procedure was completed with the use of navigation. There was a delay of 5 minutes. No known impact on patient outcome.